Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps (mbf) instrument was analyzed and found to have a broken grip cable at the yaw pulley location. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional related observation found that the mbf instrument had damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found grip cable broken. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument's cable pull and power cable was broken. The procedure was completed with no reported injury.